Event description:
It was reported that the right atrial (ra) lead thresholds had been rising for the past six months and was at a high level. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(6). Concomitant products: d314drg implantable cardioverter defibrillator (ICD)  (B)(6) 2012, 6947-58 implantable tachy, lead (B)(6) 2008, en lw1613c124e abdominal stent graft (B)(6) 2011, enbf3616c166e abdominal stent graft (B)(6) 2011. (B)(4).